Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. With review of the available information there was no evidence of any device malfunction or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. Based on the available information a definitive root cause cannot be conclusively determined; however, clinical factors that may have contributed are multifactorial and may be attributed to patient comorbidities, compromised immunological status, body type & nutritional status, and tension/ trauma to the surgical site. There are patient and procedural factors that may have contributed to this event. Infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site or surgical site, and duration of time on vad support. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient was admitted to the hospital with complaints of tenderness and redness around the "counter" incision. Cultures taken during clinic visit returned positive for (B)(6). The patient was started on intravenous (IV) ancef and was taken for debridement on (B)(6) 2016. He was discharged on (B)(6) 2016 on a three week course of IV ancef and oral keflex for suppressive therapy. No further information was provided.

Manufacturer narrative:
Additional information received (12/10/2016) indicated that the patient was discharged in stable condition on (B)(6) 2016. In addition, the infection was confirmed as related to a vad-related surgical incision. The medical team reported that they do not believe the event to be related to the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.